Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving intrathecal morphine 15.0 mg/ml at 6.702 mg/day, bupivacaine 20.0 mg/ml at 8.936 mg/day, baclofen 1400.0 mcg/ml at 625.5 mcg/day, and clonidine 200.0 mcg/ml at 89.36 mcg/day. The programming date from the most recent refill prior to the event was (B)(6) 2016. The programming time from the most recent refill prior to the event was 11:54. A 6% decrease was programmed on (B)(6) 2016 at 11:25; morphine at 6.303 mg/day, bupivacaine at 8.404 mg/day, baclofen at 588.3 mcg/day, and clonidine at 84.04 mcg/day. The indications for use were non-malignant pain and lumbar radiculopathy. The patient reported severe lower back spasms, lower extremity weakness, and a 10/10 pain score. The clinical diagnosis was uncontrolled pain. The patient reported uncontrolled pain and spasms on (B)(6) 2016. The patient was scheduled for a catheter revision that week. The catheter was spliced on (B)(6) 2016. Device data was uploaded. During the catheter revision, a kinked catheter at the connecting pin was observed. The device diagnosis was ¿catheter kink.¿ the event resolved without sequelae on (B)(6) 2016. The event was related to the device or therapy. The event was not related to the implant procedure. The entire catheter was noted to be affected. Compounded baclofen was being used at the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the pre-operative diagnosis was thoracolumbar radiuclopathy, loss of pain relief with intrathecal therapy. The post operative diagnosis was the same with kinked catheter at the connecting pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.